Manufacturer narrative:
Correction: MDR-3009897021-2020-00276 sent on 21-jul-2020 noted the incorrect information in all sections of the MDR. Follow-up #1 has the correct information associated with this event. During the repair process, kci found evidence that the device had a collapsed power switch dome. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2020, kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. There is no patient or injury associated with this event.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged blood infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to try to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 10-jun-2020, the following information was reported to kci by the family member: the patient is in the hospital allegedly due to blood infection. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended. On 22-jun-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, v.a.c.® therapy was placed on hold. The patient is hospitalized. No additional information available. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system are currently pending completion.